Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 19631726. UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) incision site. Symptoms of fever and swelling at the ipg site were noted. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were discarded by the medical facility and there were no reported complications postoperatively.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) incision site. Symptoms of fever and swelling at the ipg site were noted. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were discarded by the medical facility and there were no reported complications postoperatively. Additional information was received that the infection occurred following patients ipg upgrade. No infection was noted during the previous procedure, and nothing was of note that could have contributed to infection.